Event description:
Spacelabs received a report that on (B)(6) 2015 at approximately 2:00 p.m., an (B)(4) anesthesia machine went into failed state causing a continuous alarm during a surgical case. The customer rebooted which removed the fault. There was no reported injury as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.